Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to prosthetic tricuspid valve endocarditis. The physician reported this was not a structural valve failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 6 months post implant of this bioprosthetic valve in the tricuspid position, the valve was explanted and replaced with a valve of the same size and model. The reason for replacement was not reported. No additional adverse patient effects were reported.